Event description:
It was reported to boston scientific corp that after a therapeutic placement of an ultraflex tracheobronchial stent in 2006, the physician attempted to reposition the stent proximally using a biopsy forceps when the wire appeared to "spring." The physician noticed that the wire had unraveled causing a "mesh of wires" blocking part of the lumen. After the procedure, the pt was transferred to the ICU due to breathing difficulties as a result of the blocked lumen. Two days later, the pt was brought back into surgery to check the status of the lumen and to attempt to use a balloon to open up the lumen. The physician was unable to insert the balloon but confirmed the lumen was not as occluded and transferred the pt to a regular floor. The pt's condition is reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.